Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery. The contrast mix was 10 ml contrast and 15 ml saline. The 4.0x15 mm nc trek had slow inflation. When it reached 6 atmospheres (atm), the balloon ruptured and was losing pressure; however, it did not fully deflate. Negative pressure was held for a few seconds and after removal, there was no flow in the lad. Thrombectomy was performed but there was no thrombus so a non-abbott 4.0 mm nc balloon was inflated and flow was restored. There was a clinically significant delay in the procedure with the no flow. There was no reported adverse patient sequela. The patient is well. No additional information was provided.

Manufacturer narrative:
Visual, dimensional, functional and sem inspections/analysis were performed on the returned device. The reported inflation issue was confirmed. The reported balloon rupture could not be confirmed; however, it is likely that the noted tear in the inner member was likely what the account perceived as the reported balloon rupture as the device would not hold pressure. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A cine was received and reviewed by an abbott vascular clinical specialist. Two short cine images were provided for review. One cine appears to show the reported balloon failure in that there is contrast visible in the balloon and then, prior to the end of the cine run, the contrast is not visible, likely due to the reported balloon rupture / failure. Based on the location of the balloon in this cine it appears that a post dilation use was initiated at the overlap of two (2) previously deployed stents (unknown manufacturer). It was reported that the contrast mix used during the procedure was 10 ml contrast and 15 ml saline. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use specifies that the contrast is 60% contrast medium diluted 1:1 with normal saline. In this case, since the contrast ratio used was less than the required percentage it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined a potential product quality issue based on the reported inflation issue and the noted tear in the inner member distal to the guidewire exit notch during return analysis. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The investigation determined the reported balloon rupture, deflation issue, delay in treatment/therapy and unexpected medical intervention appear to be related to operational context. A conclusive cause for the reported patient effect of obstruction/occlusion and the relationship to the device, if any, cannot be determined.